Event description:
Coil unraveled in the middle of non-cordis mc. This patient was undergoing coil embolization thru the internal carotid artery-posterior cerebral artery aneurysm measuring 5mm x 3mm. The coil was unraveled during advancing through the middle of the sl 10 microcatheter (mc) before it reached to the aneurysm. The physician gently pulled back the delivery system, and the unraveled coil was safely removed. No info was available if the coil and mc were removed as one unit from the pt's vessel. Another coil was used, but no info was available if another mc was used to complete the procedure. No resistance felt when the coil was initially being advanced through the mc to the target site. No info was available if other coils were replaced prior to the event. There was no adverse effect to the pt.

Manufacturer narrative:
The DHR review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan, including coil subassembly inspected areas per test results form 637fm005 rev 1 and 637fm007 rev. 3. Additional info will be submitted within 30 days upon receipt.